Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the tissue bag was not present on the supports of the event unit. Engineering also observed that the tissue bag was returned unrolled and partially cinched. Based on the condition of the returned unit and the description of the event, the exact root cause of the reported event could not be confirmed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: "hepatectomy". Detailed description of event: hospital: (B)(6) hospital. "Surgeon push the thumb ring forward to deploy the bag but the bag slipped out from metal prongs." Product is available for return. Additional information received via email on 04mar2020 from [name]: the tips of the prongs were exposed. The bag fell off the metal prongs immediately after the thumb ring was pushed forward. There were not multiple attempts to advance the actuator. Patient status: "fine". Type of intervention: ni.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: "hepatectomy". Detailed description of event: hospital: (B)(6). "Surgeon push the thumb ring forward to deploy the bag but the bag slipped out from metal prongs." Product is available for return. Additional information received via email on 04mar2020 from [name]: the tips of the prongs were exposed. The bag fell off the metal prongs immediately after the thumb ring was pushed forward. There were not multiple attempts to advance the actuator. Patient status: "fine." Type of intervention: ni.